Manufacturer narrative:
The service engineer evaluated the ventilator and replaced the analog interface (ai) printed circuit board (pcb) and the breath delivery pcb. The ventilator passed all testing per manufacturer specification and was returned to the customer. Both components were returned to medtronic for failure investigation. The bd pcb was obsolete and was unable to be tested. The ai pcb was visually inspected and no anomalies were observed. The ai pcb was attached to the failure investigation test ventilator for analysis. The ventilator was powered up and all pre-use testing was performed successfully without any errors. The ventilator was placed into a normal ventilation mode. After approximately 33 hours ventilator generated a "vent inop"condition. The fault was isolated to component reference designator u53. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during service the 840 ventilator generated a background fault error code. The ventilator was not in use on a patient at the time of the reported event.